Event description:
It was reported that there was high impedance greater than 2500 ohms, oversensing, an apparent lead fracture, and that the patient received 17 shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.